Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection noted; the obturator and dissector balloon appeared intact. The insufflation bulb was received. The inflation syringe, obturator, trocar balloon and were received. Pmv performed functional testing; the valve seal hole was covered and the dissector balloon was inflated, a hole and leak was detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic inguinal hernia repair, while on the peritoneum-inguinal space, the device¿s balloon did not inflate. A new device was used in order to complete the procedure. No patient injury.